Event description:
Customer reported, the system is displaying white images. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and found the image intensifier tube and the interconnect cable need to be replaced.